Manufacturer narrative:
On (B)(6) 2021, after secondary review of the file, it was verified that the reported suspect medical device is the replacement device. Section d, suspect medical device information has been updated to unk for the lot and serial numbers. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with 275cc mentor smooth round moderate profile saline breast implant experienced right-sided implant deflation postoperatively. The surgeon reported that the implant had failed, that there was no obvious leak but there was a loss of volume. As a result, the patient underwent explantation and replacement with like device, catalog # 3501640, right lot-serial # (B)(4) on (B)(6) 2020. A discrepancy has been noted between the device implantation date and the device manufacture date, and it was also noted that the reported replacement device lot-serial number is the same as the suspect medical device lot-serial number. If additional information is received, a supplemental report will be submitted as applicable.